Event description:
The technician alleged the brake casters are not holding at the head end of the stretcher. No patient impact.

Manufacturer narrative:
The technician found the brake rocker arm is broken. The technician replaced with a brake upgrade kit to resolve the issue.